Event description:
It was reported that the confirm loop recorder displayed an error message upon interrogation. The device required a firmware download and successfully performed an interrogation. The patient did not have symptoms prior, during or after the interrogation. The patient will be monitored normally.